Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during a polypectomy procedure performed on (B)(6) 2013. It was reported that the snare loop was unable to transmit current to the polyp. According to the complainant, the device worked properly when it was checked in advance. There was no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation found no damage to the returned device. Electrical inspection was done and the resistance was within specification.the complaint that the snare loop failed to transmit current was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during a polypectomy procedure performed on (B)(6), 2013.it was reported that the snare loop was unable to transmit current to the polyp. According to the complainant, the device worked properly when it was checked in advance.there was no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.